Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous left superficial femoral artery. The sterling 7.0 x 20/80 (4f) balloon catheter reached the target lesion and during the first inflation the balloon ruptured. The physician noted that the atms did not go up. The physician noted a balloon leak. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, to anatomical procedural factors. (B)(4).